Event description:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2021-01515 and 1627487-2021-01517.

Manufacturer narrative:
The unique device identifier (UDI #) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure, it was found that the lead was fractured. Nothing has been planned at this time to address the issue.